Event description:
Additional information was received that two years later the remote home monitoring system issued an alert for low out of range shock impedance measurement while attempting to deliver a shock. The following day the patient was hospitalized for exacerbation of heart failure symptoms. Upon interrogation a code was displayed that indicated the device and right ventricular (rv) lead exhibited a shorted lead condition. Review of the episode noted that the patient was shocked due to ventricular tachycardia (vt) which converted the vt but put the patient into atrial fibrillation (af). The rv shock impedance was less than 20 ohms during the shock. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a device change out procedure when completing defibrillation threshold (dft) testing, a fault code was received. The field representative contacted boston scientific technical services (ts) and they suggested testing the lead's integrity. Further testing revealed that the physician had accidentally clipped the distal coil of the right ventricular (rv) lead. Subsequently the physician decided to place the terminal pin for the proximal coil into the port for the distal coil and programmed the lead to unipolar. Dft testing was performed a second time with no issues. No adverse patient effects were reported due to the fault code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.